Event description:
It was reported that a day after implant, loss of capture was noted for this right ventricular (rv) lead. A chest x-ray image did not show any obvious lead migration or dislodgment, so the physician requested a lead revision for the next day. During this procedure, the physician attempted to reposition the lead and reported a perceived difficulty in getting the lead helix to extend completely. Consequently, it was decided to extract the lead and implant a new one. A day after this intervention, the patient was checked and normal lead measurements were confirmed. No additional adverse patient effects were reported. The product was returned for analysis. It was reported that the leads (B)(4) were explanted on (B)(6) 2021 due to product performance issue. Source system ID (B)(4). Additional information from event record (B)(4) with source system ID (B)(4). Lead (B)(4) was explanted on (B)(6) 2021 due to rv lead lost of capture while attempting to reposition the atrial lead also dislodged. Both ra and rv leads were replaced. Lead (B)(4) was replaced with new lead (B)(4). Other observation: loss of capture of rv lead (B)(4). While attempting to reposition the physician (not readable letters in form) inability to extend the helix fully. Comment: (B)(6): (B)(6) 2021: see occ# (B)(4) for additional dates and info. Gfe: on (B)(6) a post op check was performed by(B)(6) a bsc crm rep. At that time it was noted that the original implanted rv lead (B)(4) from (B)(6) 2021 was no longer capturing. A cxr was obtained on the patient that day that did not show any obvious lead migration or dislodgment per dr. (B)(6). Dr. (B)(6)then requested that an rv lead revision be performed on (B)(6) 2021. During the rv lead revision dr. (B)(6) inadvertently dislodged the ra lead. Dr. (B)(6) then attempted to reposition the rv (B)(6) lead and reported a perceived difficulty in getting the lead helix to extend completely. Dr (B)(6) then pulled out/extracted both the (B)(4) ra lead and the (B)(4) rv leads. Dr. (B)(6) was unsatisfied with the accessory lead stylets that were provided for the injevity leads because the ones I provided him did not have a preformed j. At that time he insisted that he implant two new leads and discard the two leads that he had previously implanted on (B)(6) 2021. The two new injevity plus leads were then implanted without incident. Normal sensing, impedance and thresholds were noted on both the new ra & rv leads. The pt was kept overnight and a post operative check was performed the next day which again confirmed normal lead measurements and device function. The patient did not have any adverse effects other than having a second procedure. The leads will be returned. Thanks, (B)(6) rn, ccds, field clinical representative, boston scientific crm. (B)(6). The failure to capture allegation was not confirmed: based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The helix difficulty allegation was confirmed: a helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. The following ar: impact codes were addressed with the same as-analyzed coding as the helix difficulty issue. (B)(4): device revision or replacement. (B)(4) imaging required. (B)(4): hospitalization or prolonged hospitalization.

Manufacturer narrative:
Upon receipt on our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood/body tissue around the helix. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.